Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). Additional information is unavailable; device was not returned for evaluation. Additional information: did clip fall into the patient? Yes. What were the shape of the clips? Normal. Which firing of the device did this event occur on? Don't understand question? What vessel or structure was the device fired on at the time of the event? Cystic duct and cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, it was trial in the patient several times, outside I can't recall? What were the indications for surgery? What was found? Lap cholecystectomy, no issues. Did somebody other than the primary surgeon fire the instrument? I can't recall if nurses tested it.

Event description:
It was reported that during an unknown procedure, the hospital staff provided an email with the following details; it spat the clip out without clipping. All subsequent clips were not adequately closed. It is unknown how the procedure was completed. No patient consequence. No device will be returning.